Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, bowel problems, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and rectocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a mesh removal surgery on (B)(6) 2011 due to vaginal wall erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.